Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was under-sensing on the atrial lead possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. It was also observed that there was an undersensed beat of the ventricular lead and a pacer spike straddling qrs. Both the right atrial (ra) lead and the right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.